Event description:
The customer contacted baxter's service center regarding a check patient line alarm, which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) check patient line for kinks, fibrin and air. The hp stated had air in patient line. Per the troubleshooting performed by the tsr, the tsr asked if the patient line was properly primed before connected and the hp stated yes. The hp stated they do not use patient extension lines, and they did not become separated from their transfer set. The hp stated they did not initiate therapy before connected nor disconnects prior to the air being observed. The hp stated all bags were connected properly, and there were no open clams on any unused lines. The hp stated there were nothing unusual noted about the supplies, and no damages were noted. The tsr advised the hp would need to start over with all new supplies the tsr assisted the hp end therapy. The hp would start over with new supplies. The hp stated the hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(4) 2012 the regarding reported problem. The hp stated everything has been continuing fine since then. The hp stated that they still have the actual sample available but currently can't provide the lot number because they are not at home. The hp stated they have not had any further problems since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. The lot number is unknown, therefore, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.